Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed a broken safety pin in the safety pin hole. The hole where the safety pin is placed was deformed on the applier's handle frame. Additionally, a sink mark was observed on the handle frame near the safety pin hole. There was no biological material observed on the device. The r & d team was consulted regarding this complaint. Proper functional testing could not be completed because the applier was returned with a broken safety pin in the applier. The trigger could not be engaged, and the knob was unable to fully rotate. The hole where the safety pin is placed was deformed on the applier's handle frame. The device was disassembled. The hole where the safety pin is placed was deformed in the tube filler; the hole had a lip from excessive force and strain. R & d concluded the probable root cause for the safety pin breakage is due to a fracture defect with the supplied safety pins. Actions to address the safety in break were established as part of a non-conformance, which was closed on 17-dec-2024. The sample was manufactured prior to these actions on 11-dec-2024. The safety pin breakage was identified as the main failure mode of this complaint. Additionally, a sink mark was observed on the right handle. R & d concluded that the probable root cause of the sink mark is due to under packing during the injection molding process. The under packing resulted in compressed edges on the trigger ears. Several actions were taken to address this issue as part of the non-conformance which was closed on 08-jan-2025. The sample was manufactured prior to these actions on 11-dec-2024. Per DHR the product auto endo5 ml lot # 73m2400368 was manufactured on 12/11/2024 a total of (B)(4) pieces. Lot was released on 01/22/2025. DHR investigation did not show issues related to complaint. The reported complaint of "jamming - clip(s) not firing" was confirmed based upon the sample received. Visual examination of the returned sample revealed a broken safety pin in the safety pin hole. Proper functional testing could not be completed because the applier was unable to be engaged due to the broken safety pin. R & d concluded the probable root cause for the safety pin breakage is due to a fracture defect with the supplied safety pins. Actions to address the safety pin break were established as part of the non-conformance, which was closed on 17-dec-2024. The sample was manufactured prior to these actions on 11-dec-2024. Additionally, a sink mark was observed on the right handle. R & d concluded that the probable root cause of the sink mark is due to under packing during the injection molding process. The under packing resulted in compressed edges on the trigger ears. Several actions were taken to address this issue as part of the non-conformance which was closed on 08-jan-2025. The sample was manufactured prior to these actions on 11-dec-2024.the safety pin breakage was identified as the main failure mode of this complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the ae05ml was not firing when it was opened and the clip was pulled. There was nothing that occurred to the patient during the case and the procedure continued on with no issue".

Event description:
It was reported that "the ae05ml was not firing when it was opened and the clip was pulled. There was nothing that occurred to the patient during the case and the procedure continued on with no issue".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a corrected data: n/a.